Event description:
The customer called to report a motor error alarm during normal use. The customer stated that she wore the insulin pump during an MRI scan. After exposing the insulin pump to the MRI, the customer was treated at home by the paramedics due to a low blood glucose reading of 38 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump should not be exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics assembly. The insulin pump had a corroded motor home switch. Unable to perform functional tests due to the blank display.